Event description:
It has been reported to philips that the allura device would not produce x-rays. The system was in clinical use. The patient was moved to another room in order to complete the procedure, resulting in a delay. Philips has started an investigation of this complaint

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during start of the procedure. The procedure was planned coronary treatment, but it was delayed and completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿system did not perform fluroscopy or exposure¿. Review of the log file showed ¿x-ray generation errors¿. Which confirmed the malfunction of the system. The philips engineer replaced converter number 2 in the generator and performed tube adaptation. The system was returned to use in good working order.